Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 228 mg/dl at the time of the report. Troubleshooting was performed. The customer stated that the programming was correct. The displacement test passed. The customer stated that the insulin pump has alarmed several times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.